Event description:
Below are the 3 events that were reported by medpro's european representative (B)(6) 2011. First event (in (B)(6)) - the device has been used on (B)(6) for post surgical anaesthesia for 24 hours administration (foreseen) with fentanil (fentanest 5 fl.). The device has administered the drug in less than two hours. The patient had loss of consciousness and respiratory arrest. Immediately treated with naloxone. Manufacturer informed on (B)(4) 2011 (thai local time). Reported to national competent authority, (B)(6) on (B)(6) 2011, (case no. (B)(4)). Second event (in (B)(6)) - the accuflo pump was filled correctly with 5 fu 10,000 mg and nacl 0.9% on (B)(6) 2011 by the customer (B)(6) service # (B)(6). The pump was then attached on the same day at 10:00 am,to the patient mr (B)(6), on (B)(6), the pt complained of nausea, diarrhea and vomiting. The patient was to come to the physician's surgery (dr. (B)(6)) immediately. There it was established at 12:00 (hr) that the entire 240 ml had already been administered after approximately 26 hours although the administration was to take 120 hours. The general condition of the patient was very poor; he was given 500 ml nacl with cellondan 8 mg on the first day to dilute the 5 fu. On wednesday, he was then given dexamethason 8 mg. On thursday, mr (B)(6) met the patient whose general condition has clearly improved; however, he received a blood transfusion that day nevertheless. With the result at this time things went well. Neither the surgery nor the patient has informed any media. Product used was accuflo elastomeric infusion pump system, model no: CT-0020-240, lot no: 90942. Informed to manufacturer by european representative on (B)(4) 2011. (B)(4) reported to national competent authority, (B)(4) on (B)(4) 2011. ((B)(4)). Third event (in (B)(6)) the intended dose of 5-fu (5000 mg/ml) equivalent 10000 mg fu absolute, was after correct filling released into the patient in about 5h instead of the planned 120h. Catalog no: CT-0020-240, lot no: 90942. The case was reported to the (B)(6) by the (B)(4). The patient was admitted to the (B)(6) hospital. Manufacturer informed by european representative on (B)(4) 2011. (B)(4) reported to national competent authority on (B)(4) 2011. ((B)(4)).

Manufacturer narrative:
Field returned device for the medpro elastomeric infusion pumps of 2.0ml/hour showed a higher flow rate was received in (B)(4) 2011 and tested. Test confirmed the device has a potential for over-infusion. No field failure device was received for the other two incidents. Manufacturer decided to recall the concerned lots. Incomplete uv glue adhesion at the glass tube and pvc tube interfaces in a small portion of assembly resulted in the malfunction. Testing of retention samples from the lots and other lots showed no potential for over-infusion - all test results showed within specification published in iso 28620: 2010. Manufacturer decided to take the conservation stand and recall not only medical device with all lot numbers with catalog number CT-0020-240 model, but all catalog number using the glass capillary configurations in (B)(6), the united states and all countries these lot number are shipped to. The purpose of the recall of these lot number is to eliminate the risk of over-administration of drug solutions and to eliminate any risk and harm to the patients.